Event description:
Pt was revised to address pain, scapular notching and fracture of a screw.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy reviewed the device history records and found the products initially conformed to the specifications. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.